Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 due to a severe driveline infection. The wound was swollen and red around the exit site and the patient was placed on antibiotics upon admission. Cultures were positive for achromobacteria. The patient underwent surgical intervention on (B)(6) 2020. Vacuum pump dressing was placed for 2-3 weeks and then the wound would be closed.

Manufacturer narrative:
Section b3: correction. Section b5: additional information. Infection spread on (B)(6) 2020, reported in related manufacturer report number: 2916596-2020-03398.

Event description:
It was later reported that the infection had spread deeper towards the lvad on (B)(6) 2020, (related manufacturer report number: 2916596-2020-03398). Additional information stated that the patient had remained hospitalized since (B)(6) 2020, and entered palliative care on (B)(6) 2020. The hospital was investigating where patient could receive end of life care.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.